Event description:
It is reported that the patient underwent a revision due to a mismatch of the femoral head. The surgeon feels that the lettering on the implants is unclear.

Manufacturer narrative:
This report will be amended when our investigation is complete.